Event description:
According to the reporter, during lung resection, after firing, the cartridge could not be removed and could not be replaced. After receiving contact from the hospital, the site representative removed the cartridge and returned it. The cartridge showed signs of having been forcibly removed and was damaged. Another adapter was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt, (serial # (B)(6) sigphandle, sig power sigphandle handle, (serial # (B)(6) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot # unknown) sigpshell, sig power sigpshell control shell, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.